Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead with two lead failure predictor (lfp) high rate-non sustained less than equal to 207 ms average v-cycle on (B)(6) 2013. Also, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met with two patient alerts for lead failure predictor on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a patient alert for noise on the right ventricular (rv) lead. During the lead revision the rv lead was found to have insulation damage which was repaired and the rv lead remains in use. No patient complications have been reported asa result of this event.